Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is (B)(4).

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in MFR site. The correct MFR number is (B)(4). The device was not returned for analysis. However, the log files from the tactisys quartz system were analyzed. The log files indicate the tacticath catheter was used for approximately 214 minutes. The recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The optical fibers did not meet specifications for cavity distance. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause for the reported pericardial effusion could not be conclusively determined. Per the IFU, the risk of vascular perforation exists with any intracardiac catheter

Event description:
Following an ablation procedure, a pericardial effusion occurred and the patient expired. During an ablation for paroxysmal atrial fibrillation, ablation was performed on the posterior wall under fti 400gs and the patient was discharged one day post procedure. One-week post procedure, the patient had difficulty swallowing and was admitted to the hospital for observation due to pericardial fluid. On (B)(6) 2019, the patient was transferred to the hospital where the ablation had been performed originally. A CT angiography revealed a pericardial effusion on the posterior wall of the left atrium, at the left pulmonary veins. A pericardiocentesis was performed the following day and an atrio-esophageal fistula was diagnosed. On (B)(6) 2019 the patient was transferred to surgery for repair of the atrio-esophageal fistula and expired. There were no performance issues with any abbott devices.